Event description:
It was reported that there was a leak inside.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Loose dump valve caused the reported leak, but who caused it was not able to be determined. DHR review was done, no issues related to the original complaint were found.